Event description:
It was reported that during a central pta procedure, the pta balloon ruptured circumferentially on the first inflation at approximately 6 atm and the device could not be withdrawn through the introducer sheath. The pta balloon dilatation catheter and the introducer sheath were simultaneously removed from the patient without incident. Reportedly, the tracking path and treatment site were calcific. There was no injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria and there was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.